Event description:
Related manufacturer reference number: 2017865-2021-35492. It was reported that a patient presented in clinic with symptoms. The patient's right ventricular (rv) lead was found to be dislodged. During procedure, the patient's rv lead failed to extend during the repositioning procedure and the right atrial (ra) lead was found with high pacing impedance and was undersensing. The rv and ra leads were explanted and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported events of lead dislodgement and helix mechanism issue were confirmed. A complete lead was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with dried blood. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood.